Event description:
It was reported that on (B)(6) 2025 the patient came in complaining of power spikes. No power spikes were found when the patient arrived at the hospital. No patient symptoms were noted at that time. A computed tomography (CT) and echocardiogram was performed, and no evidence of clot or obstruction was found. On interrogation the system controller was noted to have the controller clock not set banner. Patient claimed there were no pump off events. Log files were submitted for review and revealed data associated with system controller clock corrupt events. A cause of this event was unable to be determined via the event log file review as data leading up to the event was purged and replaced with newer data. The periodic log file was set to capture data every hour and revealed that on (B)(6) 2025 at 07:05:02 the system controller was connected to mobile power unit (mpu) power and no alarms were noted. At 08:05:01, data indicated the emergency backup battery (ebb) was used to run the system controller. At 09:05:01, the system controller was still running on ebb power. At 10:05:01, a no external power event was recorded, and data indicated the ebb was used to run the system controller. The periodic log file then captured the date/time stamp reset event and at that time the system controller was connected to battery power. The patient reported that they were connected to the mpu during the full duration of the event, and that they were not aware that a loss of power event had occurred. Although the periodic log file can only capture single snapshots of data at the preset interval, the series of events seemed to indicate loss of external power events occurred during this period. Furthermore, although backup battery depletion cannot be tracked, date/time stamp reset events are known to occur when there is no external power, and the ebb becomes completely exhausted of power. At the moment of complete loss of power there would be a pump stop. Log file analysis was unable to determine when this occurred or for how long this occurred based on the available data.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient power elevations, as well as a pump clock reset indicating a total loss of power to the device that would have resulted in a pump stop; however, a specific cause for these events could not be conclusively determined though this evaluation. The submitted controller event log file contained events from 03jan2000 ¿ 04jan2000, as well as on 10feb2025, per the timestamps. A few transient elevations in motor power were observed throughout the file. Review of the submitted controller periodic log file revealed several additional transient elevations in motor power between (B)(6)2025. Furthermore, controller clock corrupt alarms became active following a no external power event captured on 07feb2025, due to the system controller's clock having been reset to the default timestamp. The pump's clock was also reset, suggesting that there was a complete loss of power to the system that caused the pump to stop. A specific cause for the clock reset could not be conclusively determined, as the onset of the event was not captured in the submitted log files. The controller clock appeared to have been resynched on (B)(6) 2024. The pump appeared to function as intended at the stored patient speed throughout the submitted log files. Provided information indicated that the patient did not recall a complete loss of power, and denied having any pump stops. Upon arrival to the hospital, no elevations in power were observed. A computed tomography (CT) scan and echocardiogram were negative for an obstruction/clot. No patient symptoms were observed at the time of the reported events. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event